Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported the clips did not come out or form properly. The surgeon completed the procedure by using an endoloop around the cystic duct. There was no consequence to the pt.

Manufacturer narrative:
Ees#.976366-c. D6: device returned with no lot identification. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaw, no; condition of handle halves, good; crimp location, good; jaw condition, good; jaw position, open; number of clips, 3 and shaft condition, good. Functional tests & results: could the instrument be cycled, yes and number of clips fired, 3. Analysis conclusion: based the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned in good physical condition. The instrument was cycled and fed the clips as designed. The clip form was within design specification. It was concluded that the instrument was conforming to design specifications. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure the clips feed properly and that the clip form is within design specification.